Event description:
Resident was sitting up in bed with rails up. Reached over rt side rail and ended up prone on the floor. The side rail broke apart at the top bar; shattering to floor. Bottom of rail remained attached to bed frame. Resident had 3cm laceration. On forehead 2cm laceration on lt cheek. Sent to hosp for evaluation due to neck pain. CT negative.